Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6); d9: yes, return date: 28-jul-2025. H3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 5 cm from the distal end of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg was a ttempted to be repositioned but when the deflection button was pressed to cross the tricuspid valve, the curve of the delivery system was different from usual. Delivery system torsion was noted also. Backup pacing was provided during the procedure. A slight pericardial effusion was observed after the procedure. The patient went to the critical care unite overnight. The leadless ipg was not used and replaced. No further patient complications have been reported as a result of this event.